Event description:
Conversation overhead at the facility identified that a patient died after a treatment with the excimer laser. A second individual added that the death occurred after a lead extraction. The physician was lasing into the hard tissue and damaged it, resulting in the patient death. All attempts to obtain information have been unsuccessful.

Event description:
Updated details received from facility regarding event: this was a left-sided lead extraction case to remove one rv lead (sjm dual coil riata st optim, implanted 84 months) due to cied system infection. The lead was prepped with an #2 lld and a glidelight laser sheath was used to extract. Steady progress was made with the glidelight and the lead was extracted successfully. After removal of the lead, the patient's blood pressure declined and rescue measures were initiated, including a sternotomy. A 3cm tear in the svc was found. Attempts to repair the injury and save the patient were unsuccessful and the patient did not survive.

Manufacturer narrative:
New information received regarding this event and updated in this report include: date of event patient demographics including age, sex, weight relevant tests / laboratory data other relevant history / co-morbidities description of event cardiac lead information concomitant medical products.

Manufacturer narrative:
This complaint is being filed as no information could be obtained to determine if spectranetics devices were involved or contributed to the death of this patient. If applicable additional information is obtained, a follow-up will be submitted.